Manufacturer narrative:
The alleged failed components were returned to the product investigaton laboratory (pil) for evaluation. Pil was unable to confirm failure of the 3-way solenoid valve or the proportional valve. Pil did, however, confirm a failure of the flow sensor. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
The manufacturer received information alleging a trilogy ev300 ventilator service required error code occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's flow sensor required replacement to address the issue. Additional findings not related to the malfunction/issue included replacement of trilogy evo 3 way solenoid valve, and trilogy evo proportional valve.